Event description:
The physician reported that the pulse generator reached battery depletion earlier than expected because two weeks prior the battery status was "good". Three syncopes were observed. The pulse generator was immediately explanted and replaced with a different one. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned and analyzed. The analysis found the device had normal battery depletion and met the expected longevity.